Event description:
Bio-debris found in laparoscopic instruments after sterile processing following manufacturer's recommended procedure. Instruments are aesculap model 8360-10 non-detachable grasper. Upon disassembly for repair, dried debris was found inside instrument-despite cleaning and flushing per manufacturer's guidelines. Although cultures of instruments were negative, and pts showed no increased rate of infection; this instrument has been removed from service.